Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a fusiform 59 mm in diameter and 118 mm in length thoracic aortic aneurysm in zone 4. It was reported that at that at 62 months post implant the patient was admitted to another facility due to a possible impending rupture. The patient had initially decided that they did not want to receive additional treatment and was discharged approximately two weeks later. No further information is available. Per the physician the relationship of the event to the product and procedure are unknown.